Event description:
It was reported that during a lap right hemi-colectomy procedure, the white plastic pad in the jaw had worn. Opened a same like device to finish the case. There was no adverse patient consequence.